Manufacturer narrative:
Additional information: the lesion had 90% stenosis. It was not difficult to remove the protective sheath or the packaging stylette. The device was not inspected before use. Resistance was not noted during delivery of the device. Balloon deflation difficulties occurred after the first inflation. During the first inflation 4 atm was applied but the balloon was not inflated. The device was not moved while inflated. The device was not kinked and re-straightened during use. The ventricular aneurysm was not present before the procedure. The stents used were non-medtronic devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the device was returned for analysis. A non-medtronic indeflator was returned. Kinks were evident along the length of the nc sprinter hypo-tube. The nc sprinter device returned with a detachment on the transition tubing exposing the hypo-tube core wire. The material distal of the detachment was not available for analysis. The transition shaft material was jagged and uneven at the detachment site. Kinks were evident on the expose core wire. It was not possible to perform inflation/deflation testing due to the condition of the returned device. Image analysis: procedural images provided from the account confirm the lesions in the lad as reported. The lcx and rca appeared to be fully patent. The lad was pre-dilated throughout with multiple pre-dilations. A long stent was delivered, deployed and post dilated in the mid lad. The final image provided showed the post dilation on the distal end of the stent with a shorter balloon. Most likely the nc sprinter balloon. No other images were provided showing the attempts to remove/displace/burst the nc sprinter balloon. The images do not provide evidence to suggest why there were inflation and deflation difficulties with the nc sprinter balloon. Additional information: the patient was being treated for acute myocardial infarction. It was later reported that the patient did not experience ventricular aneurysm hemorrhage. The day after the procedure, due to myocardial infarction a ventricular aneurysm occurred, and a malignant arrhythmia was induced that night, and the patient died. Correction: annex e code e0501. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: annex d code. Correction: in order to support root cause determination medical safety review was performed by a medtronic medical safety specialist. Medical safety review determined that the images provided do not provide a root cause for the deflation difficulties or cause of death. The images do not provide evidence of ventricular aneurysm before, during or at the end of the procedure. The images also do not provide any evidence of angiographic complications such as dissection or perforation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: this was the first use of the inflation device which had therefore not been successfully used with other devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: contrast medium used was 200ml. There was timi blood flow grade 0. The physician assessed that the death event was directly related to the use of the relevant device, as the inflated form of the balloon was always present in the vessel. The patient was on dapt at time of the event medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc sprinter coronary balloon to treat a non-calcified, non-tortuous lesion in the near-middle section of the left anterior descending (lad) artery. The diagonal branch was treated with a cutting balloon. The lesion was pre-dilated. The device did pass through a previously deployed stent. Two stents were implanted in the lad and the nc sprinter was being used for post-dilation. It was reported that balloon deflation difficulties occurred, and the device would not deflate at the lesion site. After the balloon was filled to 10 atm the balloon could not be retracted back. Repeated attempts were made to pressurize and release the pressure, but the balloon did not change. A hard guidewire was then used to puncture the balloon; however, the material of the balloon was too hard to puncture. Subsequent deep insertion of the guide catheter was performed to displace the nc sprinter balloon in the stent. It was then reported that the balloon detached during attempt removal. The entire balloon body was unloaded from the balloon catheter and remained in the stent. The remaining balloon catheter was withdrawn from the body. The detached portion of the balloon remained in the patient. After the procedure the patient was observed and treated in the coronary care unit (ccu) to wait for second treatment of a thoracotomy. Then the patient had a hemorrhage of a ventricular aneurysm and decreased heart function. The patient died the next day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.